Manufacturer narrative:
Follow-up #1: date of submission 12/02/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2013 with the following findings: the black box revealed no errors/alarms/warnings related to the initial complaint however multiple re-boots were observed on 08/07/2013. The battery compartment was observed to be intact with no visible cracks and no evidence of moisture contamination inside the battery compartment. The battery cap was able to be fully tightened and there was no power loss observed. The pump was exercised for 24 hours and no power loss or battery related warnings were duplicated. A leak test revealed a leak at a crack in the pump case at upper right hand corner of the display area. The pump case was removed and evidence of moisture contamination was identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump experiences intermittent power loss. In addition, moisture was noted underneath the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.